Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Elevated bg was addressed by a manual insulin injection. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump screen went blank unexpectedly, and the led stopped blinking, leading to a shutdown that required plugging into a power source to restart. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. The customer addressed the high blood glucose by using a correction injection via multiple daily injections and did not require third-party assistance. Technical support educated the customer on various best practices, including resetting procedures and battery maintenance. The customer understood the guidance and was advised to monitor the situation and call back if the problem persisted.